Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed that the circulation pump was not able to generate vacuum to pull water up the fill tube. Mis discussed that this was indicative of a failed circulation pump and requested a quote for the 2000-hour service and a loaner. Per email response received in (B)(6)2023, the device was in transit for repair. No patient involvement. Per sample evaluation results received on (B)(6)2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that replaced the double bend tube due to expansion of the tube found during servicing. It was stated that the circulation pump motor had seized bearings. It was noted that circulation pump motor was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump motor. The device was evaluated and the reported issue was confirmed as it was noted that the circulation pump motor had seized bearings. Circulation pump motor sn (B)(6) was replaced with motor sn (B)(6). Completed the 2000-hour pm procedure on the device. Serviced the mixing pump sn (B)(6), replaced heater lot 1826 with lot 2227, and replaced both manifold o-rings and drain valves. The device was put through a functional check. The device was heated to 42°c and cooled to 4°c and was stable at 28°c with a flow of (B)(4) l/m with -7.0 psi in bypass mode. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed that the circulation pump was not able to generate vacuum to pull water up the fill tube. Mis discussed that this was indicative of a failed circulation pump and requested a quote for the 2000-hour service and a loaner. Per email response received in 26jan2023, the device was in transit for repair. No patient involvement. Per sample evaluation results received on 13feb2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that replaced the double bend tube due to expansion of the tube found during servicing. It was stated that the circulation pump motor had seized bearings. It was noted that circulation pump motor was replaced.